Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was having loss of stimulation due to lead migration, which was confirmed through an x ray. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. The lead remains implanted in the patient and in use.